Event description:
I had bilateral essure implants placed. I developed pains, chronic fatigue, hair loss, psoriasis type breakouts on my skin, painful/heavier menstrual cycles, all of which continues to get worse. Hysterectomy was required. I am only (B)(6). FDA safety report ID # (B)(4).